Event description:
It was reported that the right atrial lead had high and unstable thresholds, high impedance, infinite impedance, and a possible fracture. It was noted that a lead warning had been triggered and there were many high impedance paces. When the lead was manipulated, disturbances were noted on the electrogram, but no noise was noted when the lead was pulled while in the device header. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: vedr01 ipg, implanted: (B)(6) 2012. (B)(4).